Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who performed the pm replaced the batteries and completed the pm with no further issues. The iabp was deemed safe to operate and was returned to the customer for clinical use.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge representative, the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.